Event description:
Dexcom g6 sensor inaccuracy: 7:44pm g6 reading 103, finger stick reading is 80. That is a mard (mean absolute relative difference) of 28.8%, which is outside the allowed 20% range. Inserted (B)(6) 2024. Activated on (B)(6) 2024. Dexcom g6 sensor inaccuracy: 7:02am g6 reading 121, finger stick reading is 98. That is a mard (mean absolute relative difference) of 23.5%, which is outside the allowed 20% range.